Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in high co2 delivery during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to customer 05/24/23 and 05/30/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.